Event description:
A surgeon reported a patient with an unexpected outcome following intraocular lens (iol) implant surgery. The patient had the iol procedure performed by another physician approximately fourteen years prior to this event. The patient had a retinal detachment six weeks following the iol implant surgery that was repaired with a scleral buckle. This surgeon reported that since the scleral buckle had moved forward, he felt the current refraction represented an unanticipated refractive error and was not secondary to the presence of the scleral buckle. The surgeon was unwilling to complete the follow up questionnaire.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no root cause can be determined at this time. No lot/serial number or sample was returned by the customer. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information was requested on 06/20/2011 and 07/01/2011 by phone, fax, and mail. The surgeon was unwilling to complete the follow up questionnaire. (B)(4).